Event description:
Customer reported they rec'd low (minus) ods in wells h1, h9, h12 on the first plate in a run of six plates. The od readings were below the assay qc criteria for sample od values. No death or serious injury was associated with this incident.